Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and verified the reported issue. It was determined that the cause of the reported issue was due to the shock button being out of tolerance. This resulted in the device disarming when the shock button was pressed for defibrillation.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The main keypad assembly was replaced to resolve the issue. Other unrelated repairs were completed and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that an event code was logged in the device's memory while performing defibrillation energy testing. The event code that was logged is related to a potential failure of the device to deliver defibrillation energy, if it were necessary. There was no patient use associated with the reported event.